Manufacturer narrative:
H6: the device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A report was received from a surgeon that a memory lens implanted in the right eye of a patient has since opacified. A yag procedure was performed in 2007 with possible lens replacement noted. No further information has been provided.